Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable after undergoing an unrelated surgical procedure on (B)(6) 2018. The ipg was placed in surgery mode prior to the procedure. The abbott representative met with the patient and was successfully recovered the ipg after connecting with the clinician programmer. The patient was reprogrammed and is now receiving effective therapy.